Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported stent break; however the reported treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 3.50x28mm xience skypoint stent was implanted in the mid right coronary artery (mrca) without issue. On (B)(6) 2023, the stent implant was noted to be broken. On (B)(6) 2023, an additional stent was implanted inside the broken stent for treatment. There was no adverse patient sequela. No additional information was provided.